Event description:
It was reported that the patient was experiencing a lot of stimulation throughout the ribs and was not getting adequate pain relief. It was noted that the patients right lead had high impedances and had migrated cranially. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted lead was not returned.